Manufacturer narrative:
Method: the part and lot numbers were not provided as of the date of this report. This information as well as additional clinical information has been requested. If additional information is provided, the new information will be submitted in a follow-up MDR.

Event description:
The patient had breast reconstruction surgery with implantation of xcm biologic as 'dermal sling.' Xcm biologic was sutured from the inframammary fold to the pectoralis major. The pocket was irrigated with bacitracin and a breast implant was implanted. At approximately 6 weeks post-operative, the patient presented with erythema over the area of xcm biologic implantation. Re-operation revealed purulence and intact but dissolving xcm biologic mesh. Microbial cultures were negative. Washout of the pocket was performed and the breast implant was exchanged. The outcome of the re-operation was not reported.